Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and would not turn on. A field service engineer (fse) identified that the enhanced full height drawer controller board in main drawer 5 had failed and replaced the controller board successfully. The fse then observed pin damage on the module controller board while reconnecting the main bus cable and replaced the module controller board, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and would not turn on. There were no adverse events or injuries reported based on this event.